Event description:
It was reported that the burr stuck on the wire. The 75% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected for use. During withdrawal, the burr was pulled into the guide catheter and the system stalled when on dynaglide. Subsequently, the rotawire could not be removed from the burr and advancer. It was observed that the wire was stuck with the burr, potentially due to a kink in the wire. The devices were removed as one unit. No complications were reported and patient condition was ok post procedure.